Manufacturer narrative:
Initial reporter facility name: (B)(6) medical center.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified below-the-knee vessel. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the second inflation at 6 atmospheres for 20 seconds, the balloon ruptured and a pinhole was noted. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition after the procedure.